Manufacturer narrative:
Product analysis: the hawkone device was returned. No ancillary device or images were received with the hawkone. The device was removed from the returned packaging for evaluation. The cutter driver was returned attached to the hawkone. Dried blood was noted throughout the catheter shaft, cutter driver, and distal assembly. Examination of the cutter driver revealed it was returned just distal to the cutter window. The cutter driver was activated, and the cutter was able to be successfully retracted into cutter window. No anomalies were noted with the cutter. The cutter was attempted to be advanced; however, the cutter could only be advanced just distal to the cutter window. It was noted that biological debris was located where the cutter stopped advancement. The distal housing was flushed/cleaned via the distal flushing tool (dft). The cutter was attempted to be advanced again and the cutter was able to advance approximately 0.5cm distal to the cutter window but was unable to complete a packing stroke. The device was soaked for a period of 24 hours. After 24 the cutter still unable to advance due to biological debris. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was removed from the patient, the hawkone was in cutting mode with the packer pulled back. It was reported the hawkone was removed safely from the patient, no deformation to the cutter was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone device with a 6f non-medtronic sheath and 0.14 spiderfx embolic protection device for treatment of a calcified lesion in the patient¿s mid left superficial femoral artery (sfa) of diameter 5-6 mm. No tortuosity and severe calcification are reported. IFU was followed. Pre-dilation was performed. It is reported the device was used for the distal sfa and popliteal area without issue. The physician made a pass through the mid sfa lesion where it was heavily calcified and after first pass could not advance packer. The device had to be removed and upon initial assessment it looked as if the packer would not pass the cutter. A new hawkone device was used to complete the procedure. The vessel was post-dilated. No patient injury reported.